Event description:
It was reported that the customer experienced a blood glucose (bg) displayed as "low" on the continuous glucose monitor. Bg cause was unknown. Customer ate cereal to address bg.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.